Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing manual peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of peritonitis caused by a breach in aseptic technique. The patient was trying to remove fibrin from their peritoneal dialysis line (unspecified) with tweezers. On an unspecified date in (B)(6) 2012, the patient began continuous ambulatory peritoneal dialysis (capd. The patient presented with cloudy fluid, abdominal pain, diarrhea and vomiting. The patient was hospitalized for the event and treated with gentamicin and ceftazidime. The patient was discharged with 3 weeks of oral ciprofloxacin.